Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional info will be provided following the conclusion of the investigation.

Manufacturer narrative:
Arjohuntleigh was informed about an incident where it was indicated that the opera lift tipped during the patient's transfer in sling to the wheelchair. Neither caregiver nor any patient were injured in the incident. When reviewing similar reportable events, we have found a number of cases with similar fault description (tilting sideways). The trend observed for reportable complaints with this failure mode is currently considered to be very low and stable. It has been established that the lift device (opera) and the sling was being used for patient handling at the time of the event. No malfunction could be found on the opera lift and no malfunctions were indicated on the sling that could have caused or contributed to the event. Therefore, the lift and the sling which work as a system were found to have been to specification when the event took place. Based on the event description, review of previous related complaint investigations and the technician conclusions, it appears the person in the sling in the opera was not correctly positioned above the chair. This would mean that the hanger bar was not positioned over the center of the chair. In such a situation to bring the patient over the center of the chair the caregiver may have decided to pull the patient into place which can destabilize the lift. It appears more likely that the person in the sling was vehemently pulled into the desired position and the lift toppled in the direction that was pulled. This constitutes a use error: not placing the lift as described in the instructions for use (IFU), not avoiding the use of the body of the patient as leverage. The possible sequences of events presented above seems to be the most probable and to be in line with the event description. Our evaluation appears to be in line with a use error having occurred. In the labeling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. When the IFU and the correct lifting procedure would have been followed the event would have been avoided. It appears more likely that the training provided for the facility staff involved was insufficient. From this evaluation it is would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities. (B)(4).

Event description:
It was reported by the customer that while transferring a pt from the bed to a recliner chair, 2 members of staff working side on, (ward manager and ward sister). They are unsure why, but the hoist toppled over, the ward sister stopped it from hitting the floor by putting her shoulder under the mast, and both of them held the pt to prevent her from falling further. The brakes were off during this time.